Manufacturer narrative:
Corrected information was provided in b2 (is required intervention). Upon review, it was identified that it was inadvertently omitted from the initial report. Updated h6 (health effect - impact code) since codes f1905, f19 were added. Upon review, it was identified that these were also inadvertently omitted from the initial report. Corrected information was provided in d4 (serial number) and and d10 (concomitant product). H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury (ischemia) was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
48 year-old male patient with cardiomyopathy implanted with both impella cp and impella rp for biventricular failure. Failed implant of rpsa, and the physician implanted rp flex. Patient continued to decompensate in ICU. Impella rp flex removed, and ECMO placed as primary support device. Patient than transferred for advanced escalation to impella 5.5 plus ECMO. Patient experienced lower limb ischemia and expired on support. The field representative responded that the patient had a fasciotomy and va ECMO cannulas moved to right groin with distal limb perfusion sheath. The impella cp was removed from right groin. Impella to be coded conservatively to ischemia and death. The death is conservatively reported but the patients underlying critical condition is most likely a contributing factor.

Manufacturer narrative:
D4: corrected the UDI.